Event description:
It was reported to philips that the system's footswitch was sporadically losing the wireless connection. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed as planned by using the wired footswitch. A philips field service engineer (fse) inspected the system on-site and identified that the light emitting diode (led) for the signal reception on the wireless foot switch (wfs) was sporadically red, indicating a connection issue, and occasionally the foot pedal did not respond or had a delayed response. To resolve the issue, the fse replaced the wfs and base station. The system was returned in good working order and ready for clinical use. The wfs and base station were returned for further analysis. Functional testing was performed, and no failure were observed. At the time of this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable.